Event description:
At the 1-month follow-up visit after successful implant of excluder bifurcated endoprosthesis devices, the CT scan revealed a persistent, proximal type 1 endoleak. Nine days later, an excluder aortic extender was implanted, resolving the endoleak. There was no adverse outcome for the patient.